Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial implant procedure, a type 3b endoleak with sac growth was reported. The patient being monitored at this time. No intervention has been scheduled due to other health issues. As of the date of this report, there have been no additional patient sequelae reported.

Event description:
Additional information: at the completion of the clinical assessment on (B)(6) 2019, clinical was able to find substantial evidence to support the following additional findings of a type 3b endoleak of the cuff (suprarenal stent graft extension) and a type 2 endoleak from the inferior mesenteric artery. A separate MDR will be filed for the 3b endoleak of the cuff (suprarenal stent graft extension). Also, a secondary procedure was completed. The physician elected to implant another bifurcated stent graft and an infrarenal stent extension to resolve the reported event. The patient was reported as doing great post intervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak of the main body (bifurcated stent graft). Also, a type 2 endoleak from the inferior mesenteric artery the type 3b endoleak was mostly likely device related due to the use of strata material. The type 2 endoleak is not a device related failure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigations of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: outcomes attributed to adverse events. Conclusion code: remove code 11.